Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." ¿material sensitivity reactions.¿ d10 - device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-07860 and -07862).

Manufacturer narrative:
Evaluation of the returned device revealed the porous coating on the shell appeared to be intact and showed evidence of bony ingrowth. The superior edge of the porous coating appeared to have been deformed, possibly from contact with surgical instruments during removal of the components. One of the anti-rotation fins appeared to have fractured. It could not be determined whether this fracture occurred prior to or during removal surgery. Scratches and deformation marks were visible on the front face of the shell, possibly from contact with surgical instruments during removal. The morse taper of the shell showed minor discoloration, but no evidence of fretting or wear. There is no indication, with the information available, that there is any non-conformance in the products as manufactured.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that the patient underwent a total hip arthroplasty (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2014 due to allegations of pain. It was further reported that metallosis and a retrograde cup consistent with impingement were noted during the revision procedure. The invoice history could not be reviewed due to lack of information provided.